Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device did not appear to charge after being left on the charger, then illuminated with a very low battery alert when repositioned, with logs showing normal discharge and the user routinely allowing the battery to reach 0 percent, consistent with a premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.